Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02315, 0001822565-2021-02316, 0001822565-2021-02317, and 0001822565-2021-02318. Medical devices: unknown size 3 zimmer nexgen tibial tray catalog#: ni lot#: ni. Unknown size e zimmer nexgen femoral component catalog#: ni lot#: ni. Unknown 13 x 100 straight femoral stem catalog#: ni lot#: ni. Unknown size 14 lcck tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately five years post-implantation due to pain, instability, laxity, grinding, and difficulty ambulating. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Notes from post-implant follow-ups indicate patient issues with pain and functional issues. Revision operative notes indicate general laxity. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.